Event description:
A caller reported receiving a ¿replace sensor¿ error message with the abbott diabetes care (adc) device and as a result, the customer became hyperglycemic and was unable to self-treat. The customer had contact with a healthcare provider who obtained a glucose result of 500 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.